Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys free psa immunoassay result for one patient sample. The initial result was 0.022 ng/ml and was reported outside the laboratory. The repeat result on (B)(6) 2017 on another analyzer was 0.991 ng/ml and was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 209877. The expiration date was requested but was not provided. A specific root cause could not be determined. Most likely there was a preanalytic issue that affected the initial result as it was reported there was bubble on the sample surface. Other typical causes for this type of event include issues with sample quality or insufficient maintenance. Review of provided calibration, qc, and analyzer alarm data found no issues and a general product problem was excluded.